Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for (polybag open package or seal, plunger rod broken and plunger cap damaged) on lot # 9203946. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned: customer returned (20) 31gx6mm 0.5ml insulin syringes, two open polybags and a portion of a shelf carton from lot# 9203946. The returned samples were examined and it was observed that 1 of the syringes exhibited a broken plunger rod ¿ the fracture occurs at the base of the thumb press. It was also observed that 1 of the polybags exhibited an open seal. A damaged plunger cap appeared to have been crushed into one corner of the open seal. No defects were observed on the remaining returned syringes. Manufacturing ((B)(4)) was notified of the observed issue. Photos: on (B)(6) 2021, (B)(4) received a photo complaint from material 328520 and lot #9203946. Initial evaluation: visual examination of the sample indicates that the polybag exhibits an opening across one side of the polybag. The opening is large enough to allow a syringe to fall out. In addition there is damage to the plunger rod and cap. The cap is no longer attached to the syringe and the tip of the plunger is not attached to the plunger rod. It is believed the nonconformance would have had to occur at the end or after the form, fill and seal (ffs) operation as the ffs has a missing cap detection camera that will eject the syringe when a cap is not present. Process summary: the polybag is formed from a roll of web that is mounted on a spindle in the acma autosplicer. The web is threaded through a series of rollers that control the tension and unwinding of the roll. As the web approaches the sealing area it is manipulated so that it wraps around a metal tube and the sides of the web overlap along the front of the tube. The overlapped web is sealed together using a magnet and spring steel anvil to form the polybag vertical seal along the front of the tube. The polybag is pulled through the machine by the movement of the jaw arms. The functions in the cross sealing system are upper and lower cross sealing, perforation of the polybag, and cutting of the polybag. The cross seal on the polybag is formed by use of an air cylinder driven jaw set. The sealing jaw forms the polybag bottom as well as the top of the previous bag. The perforation serves as an easy open feature. Between the sealing jaws resides a cutoff knife that severs the polybag from the roll. This cutoff action completes the finished polybag. When the polybag is released by the cross sealing system it is dropped by gravity onto a chute that directs the bag onto the exit conveyor. Device history record; l2l and logbook evaluation: the syringes were packaged from 21aug2019 to 24aug2019 at the ffs operation. No quality notifications was written for issues relating to the packaging defect. Root cause: the jaw wire broke due to constant jaw jams. The jaw wire controls the sealing system of the polybag. Corrections: replaced the jaw wire. 2. Replaced the jaws. It was noted that prior to the wire becoming unattached the jaws demonstrated an inconsistent timing closure causing damage to the syringe after dropping from the drop gate into the partial sealed polybag. CAPA/sa: based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra fine¿needles had product damage and sterility issues. The following information was provided by the initial reporter: from provided samples and during investigation of the samples received 3 additional issues were observed of open package or seal of polybag, cannula shield damaged and plunger rod broken. Samples: available.